Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that medication errors occur when clinicians forget to unclamp the secondary line, causing medication not to be delivered. The hospital is piloting a system improvement group for safety issues and would like any suggestions on how this can be prevented. Customer reported that there have been no adverse effects caused to patient in the events.